Manufacturer narrative:
Correction: b5 a supplemental report is being submitted for correction and additional information. B5 description of event problem corrected to include that the patient had a left brachial arterial line placed during ventricular assist device implant, a duplex study revealed left brachial artery thrombosis and the patient received a vascular surgery consultation. Newly received information indicated that the patient's pulse was not found due to vasospasm, and intermittent distal signals remained in the patient's hand and wrist. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's pulse was not found due to vasospasm, and intermittent distal signals remained in the patient's hand and wrist. It was also reported that the patient had a left brachial arterial line placed during ventricular assist device implant, a duplex study revealed left brachial artery thrombosis and the patient received a vascular surgery consultation.

Event description:
It was further reported that the patient had a urinary tract infection and was febrile. Their white blood cell count was 14k, a urine culture grew citrobater with over 100k, but there was no growth on the blood cultures. The patient was treated with intravenous (IV) antibiotics. It was also reported that the patient was extubated thirteen days after the implant procedure. Three days later, the patient coded with agonal respirations and low vad flows. The patient was reintubated and cardiopulmonary resuscitation was initiated with fluid and epinephrine were given. An initial arterial blood gas (abg) showed hypercarbia and the patient had a tracheostomy.

Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported low flow event could not be confirmed since log files were not available for analysis. Information received from the site indicated that the patient experienced a left brachial artery thromboembolism and left hand ischemia post ventricular assist device (vad) implant. The patient received heparinization ,vascular surgery consultation, and operative exploration. The pulse was not found due to vasospasm and intermittent distal signals in the wrist and hand. The patient further experienced worsening left hand ischemia and was taken to the operating room for radial thrombectomy and carpal tunnel release. Additional information received from the site indicated that the patient had a left brachial arterial line during vad implant. A duplex study revealed the left brachial artery thrombosis. It was further reported that the patie nt had a urinary tract infection and was febrile. Their white blood cell count was 14k, a urine culture grew citrobater with over 100k, but there was no growth on the blood cultures. The patient was treated with intravenous (IV) antibiotics. It was also reported that the patient was extubated thirteen days after the implant procedure. Three days later, the patient coded with agonal respirations and low vad flows. The patient was reintubated and cardiopulmonary resuscitation was initiated with fluid and epinephrine were given. An initial arterial blood gas (abg) showed hypercarbia and the patient had a tracheostomy. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, thrombus, infection, respiratory dysfunction, and cardiopulmonary arrest are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device was not returned for evaluation. Review of the log files could not be performed since log files were not available for analysis. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. H10 mistakenly stated that the investigation for this event is pending when in fact investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. Information received from the site indicated that the patient experienced a left brachial artery thromboembolism and left hand ischemia post vad implant. The patient received heparinization, vascular surgery consultation, and operative exploration. The pulse was not found due to vasospasm and intermittent distal signals in the wrist and hand. The patient further experienced worsening left hand ischemia and was taken to the operating room for radial thrombectomy and carpal tunnel release. Additional information received from the site indicated that the patient had a left brachial arterial line during vad implant. A duplex study revealed the left brachial artery thrombosis. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex pos t-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information was received from the (B)(6) study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a left brachial artery thromboembolism and ischemic appearing left hand the day following ventricular assist device (vad) implant. The patient received heparinization and operative exploration. The thrombus was retrieved and subsequent attempts revealed no further thrombus. The patient¿s pulse was not found due to intermittent vasospasm distal signals in the wrist and hand. The patient experienced worsening left hand ischemia and was taken to the operating room for radial thrombectomy and carpal tunnel release. The vad remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.